Manufacturer narrative:
A siemens healthcare diagnostics representative directed the customer to do maintenance. The probable root cause is contamination of the reaction cuvette from the r1 drain. The instrument is performing as designed. No further evaluation of the device is required.

Event description:
A falsely elevated troponin I result was obtained on a patient sample. The result was not reported to the physician. The sample was repeated and a negative result was obtained. Patient treatment was not altered or prescribed as a result of this incident. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.